Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks. Information received on the remote transmission was reviewed by qualified personnel. It was determined that some of the shocks were not appropriate. It was also noted some shocks failed to terminate the arrhythmia. The lead remains in use. No further patient complications have been reported as a result of this event.